Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head did not turn on. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the device meets its specifications and there was no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.